Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial medwatch report, the following additional information was received: it was reported that an arteriotomy closure of a common femoral artery was attempted using a starclose se device with a 6f sheath after a percutaneous transluminal angioplasty procedure. The safety release mechanism was used to successfully facilitate the removal of the starclose se device. The physician is reported to be trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a puncture closure of an unspecified vessel was attempted using a starclose se device after an unspecified procedure. Reportedly, the clip got stuck inside the exchange sheath when the clip was deployed. The puncture was antegrade and the puncture site started to bleed after manual arterial compression and placement of the compression bandage. A cut-down was performed and the vessel was surgically sutured closed to achieve hemostasis. Although the name of the physician has been provided, it is unknown if the physician is trained in the use of the starclose se device. There was reported clinically significant delay in the entire procedure. No additional information was provided.